Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose (bg) was 34-37 mg/dl. Customer consumed coca cola as an attempt to address bg level. Reportedly, customer was semi-conscious. The ambulance was called and paramedics provided glucose gel to customer to address bg level. Customer was not hospitalized. Technical support educated the customer to not be connected to the pump during the fill tubing process.